Event description:
It was reported that the customer was hospitalized with dka. The troubleshooting conducted indicated the device was working properly. Explained the rule of changing the infusion set following two consecutive high blood sugar readings. Sent a tubing clamp and instructed to call back for further testing when it is received.